Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead had high thresholds, exhibited undersensing, had no capture and max outputs, and was unable to sense r-waves. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.